Event description:
At 0700, left pleural 10f pigtail catheter inserted and was hooked up to chest tube drainage system. System appeared to be working and was hooked up to -20 wall suction at the end of the procedure at 0720 am. At 0748, rn did assessment and checked the drainage system and it was working with lung appearing green and green pop up at the top of the kit. Two chest xrays were done around 845 am. Md came in room at 0900 to check the pt and the set up as the pt's lung did not appear to be re-expanded on the xrays. The chest tube insertion site, tubing and pleurvac were all checked at this point by md and rn. The insertion site was covered with an occlusive dressing with no subcutaneous air at that time. The pigtail and chest tube tubing had no air leak present. The suction setup was pulling suction. The chest tube pleurvac had a green lung present but the pop up was no longer popped up green. Md felt that the pleurvac was not working appropriately and asked that a new chest tube drainage kit be set up. New drainage kit was applied and pt immediately had 20 cc serosanguinous drainage and both the green lung and green pop up were present. New xray was ordered. At 0915, new chest xray was done. At 0925, md notified rn that the pt's lung appeared re-expanded on the 0915 xray.